Event description:
It was reported a balloon developed a leak on the first inflation at eight atm during a left renal angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has not been returned for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Since co follow up indicated this device was used in a calcified lesion, co believes this contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co directions for use state: "due to the extremely thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."